Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that the "syringe infusing the continuous medications were not the correct syringes." When compared the "correct syringe," the amount per ml "was way off," therefore the patient was getting more than the administered rate. Charge nurses, doctors, pharmacists, and directors were all notified of this issue. The correct syringes were place on the infusion pumps. Further customer follow up with biomedical engineering stated it was happening with "every syringe pump". There was patient involvement, but the outcome is unknown. Although requested, additional information was not provided and per customer, the devices involved in the event were not available to be returned to bd for investigation. Bd has learned additional information from the customer. It was reported that the actual devices involved in the event were sent back to "circulation" and not available to be sent to bd for investigation. However, the customer stated that they were able to replicate the issue on one of the test devices. The clinician loaded a 35ml monoject syringe that contains 25ml fluid into the syringe module. However, the device detected 27.6ml volume instead. The "test" devices were sent to bd for investigation.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the "syringe infusing the continuous medications were not the correct syringes." When compared the "correct syringe," the amount per ml "was way off," therefore the patient was getting more than the administered rate. Charge nurses, doctors, pharmacists, and directors were all notified of this issue. The correct syringes were place on the infusion pumps. Further customer follow up with biomedical engineering stated it was happening with "every syringe pump". There was patient involvement, but the outcome is unknown. Although requested, additional information was not provided and per customer, the devices involved in the event were not available to be returned to bd for investigation. Bd has learned additional information from the customer. It was reported that the actual devices involved in the event were sent back to "circulation" and not available to be sent to bd for investigation. However, the customer stated that they were able to replicate the issue on one of the test devices. The clinician loaded a 35ml monoject syringe that contains 25ml fluid into the syringe module. However, the device detected 27.6ml volume instead. The "test" devices were sent to bd for investigation.